Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, air leaked with a boo sound when a 5mm forceps was removed. Pneumoperitoneum apparatus was set to, (hight flow, abdominal air pressure 10). Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Was any torque being applied to the trocar or device?

Manufacturer narrative:
(B)(4). Additional information: response received: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---we have no detailed information. Was any torque being applied to the trocar or device?---no. The analysis results found that devices (a, b and c) were returned in good condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. Each device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device a, b, c additional information: batch # h9150k expiration date: 04/2016 manufacturing date: 05/2011 (B)(4).